Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the hub fractured. The nurse at the facility stated that it appeared it got caught on the bed railing and may have been crushed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the product, it was determined that a reportable event had not occurred. These devices contain a clamp or distal valve that closes the catheter off to prevent fluid and blood loss and air embolism. This event may result in catheter replacement. This event does not pose an incremental risk of harm to the patient. Therefore, this event is deemed not reportable to the FDA per 21 cfr par 803.

Event description:
It was reported by the facility that the hub fractured. The nurse at the facility stated that it appeared it get caught on the bed railing and may have been crushed.